Event description:
A zoll patient service representative (psr) contacted zoll customer support to report that a (B)(6) female patient had passed away on (B)(6) 2012. The patient was wearing the lifevest at the time of death. The patient's family reported that the patient was sitting in a chair, her eyes rolled back and her body went limp. The patient was brought to the hospital. The lifevest was removed and the patient passed away on arrival. The device was started at 10:01:36 on (B)(6) 2012. Bradycardia was detected 12:33:54 to 12:52:01. Asystole was detected 12:57:54 to 13:01:53. Bradycardia was detected 13:04:58 to 13:19:49. The electrode belt was disconnected at 13:26:24. The device was shutdown at 13:51:38.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been investigated. As received, the monitor was unable to baseline. Upon investigation it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. There is no evidence that the open resistor occurred before the patient death, as the monitor was fully functional in the field. The root cause of the damage driven ground circuitry cannot be positively identified; however, the open r781 is consistent with damage that occurs when a patient received external rescue defibrillation, although we have no evidence of this occurrence. According to the death memo, the device properly detected asystole and bradycardia. No treatment sequence was initiated for asystole or bradycardia, as these are considered non shockable rhythms. The device properly detected a ventricular rhythm. The device did not treat the patient because the rhythm was nsvt. This rhythm is considered a non-treatable rhythm. No evidence to suggest that lv caused or contributed to the patient death.